Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the external pulse generator (epg) passed incoming test. Analysis also found the attachment ring was bent and both bail covers were cracked. (B)(4).

Event description:
It was reported the external pulse generator doesn't work, defect. The epg was returned for service. No patient complications have been reported as a result of this event.